Event description:
Boston scientific (formerly guidant) received information from a return call placed by the patient in response to a pt mailing. The pt stated he has three aneurysm and five stents. The pt's physician was contacted and additional information was obtained. Pre-implant, it was noted that the patient had a stable 6 cm descending thoracic aneurysm and a 5.6 cm infrarenal aortic aneurysm (iaa). The ancure endograft was placed in the iaa. One month post implant (2003), a follow up CT imaging was performed, a possible small type iii endoleak at the level of the aortic bifurcation was observed. No intervention was taken at that time. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.